Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was difficult to seat on the tibial component.

Manufacturer narrative:
Visual inspection of the returned component identified the dovetail feature was compressed on one side and flared out on the other. Gouges were also noted on the component backside. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.